Event description:
On the literature article named "knee surgery & related research 2013 - early results of total knee arthroplasty using a built-in 3-degree external rotation prosthesis", it was reported that, after a genesis ii system had been implanted on a patient's knee, the occurrence of an anterior femoral notch was observed. No surgical intervention was reported.

Manufacturer narrative:
H6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, without the requested patient-specific clinical information/documentation, further assessment of the reported events cannot be provided, and the root cause beyond those reported in the article could not be concluded. The patient impact beyond the reported events could not be determined. No further medical assessment could be rendered at this time. Should additional clinically relevant documentation become available the medical investigation task may be re-evaluated. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential causes could include but are not limited to friction, joint tightness or patient condition. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.